Manufacturer narrative:
No product was returned for investigation. If we receive the product the investigation will be reopened.

Event description:
It was reported that after removal, the user noticed that tube's length was different than usual (increased of several millimeters). The cuff did not lay flat against the shaft. No injury reported.